Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (lot: h854316804); product type: 0184-catheter; implant date (B)(6) 2013; explant date (B)(6) 2024; UDI: (B)(4); ubd: 2014-12-06 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal dilaudid (unknown concentration and dose) via an implantable pump for unknown indications for use. It was reported that when the rep spoke with the patient in pre-op, the patient said that she had not had he pump refilled in 4 years. The patient said that the hcp was managing it, then the hcp told her he was going to stop managing pumps, so she never had it filled again. The pump had been empty for years. The rep also stated that when they went to replace the pump, the hcp did a dye study and it looked like dye was leaking into the subcutaneous space. Due to this, the hcp replaced the catheter. It was unknown if there were any environmental/external/patient factors that had led or contributed to the issue. Diagnostics/troubleshooting performed included a dye study. Actions/interventions taken included both the pump and catheter being replaced. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was asked but was unknown.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) reporting that the reason for pump replacement was to resume therapy. The patient's current pump had been try for years.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the pump found no anomalies were identified. Analysis of the catheter identified no anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.